Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. Malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
Correction to fu#1 MDR: additional information was received that the bsn sales representative¿s initial aware date was 02-jul-2015.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. Malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. Malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
Analysis of lead sc-2218-50 s/n (B)(4) confirmed the complaint. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Five cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements the completely severed cables are the reason for the high impedances observed. There are no exposed cables. The lead sc-2218-70 s/n (B)(4) was not returned to bsn as it remains implanted in the patient.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. Malfunction was suspected. The patient was doing well post-operatively.